Event description:
It was reported to philips that the heartstart xl+ device did not pass the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the processor pca failure. The customer refused service from philips and wanted to ask a third party for repair. No further information for the resolution was provided. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : customer refused service from philips.